Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with a varipulsetm catheter and four days after the procedure, the patient experienced sinus arrest which required re-admission and a pacemaker implantation. The patient was discharged after the procedure on (B)(6) 2025, and four days after on (B)(6) 2025, the patient visited due to sinus arrest/cardiac block. During the index procedure, the pulmonary vein isolation was performed using a varipulsetm catheter, and svci was performed using abbott tactiflex. The patient is under treatment. No extension of hospitalization. There were abnormalities observed prior/during use of the product. Additional information was received on 22-jun-2025. The pfa energy was delivered during ablation. The sinus arrest occurred on (B)(6) 2025. The patient did not require extended hospitalization. The adverse event occurred after the patient was discharged from the hospital. One catheter was used during the procedure. Additional information was received on 13-jul-2025. The physician¿s opinion on the cause of this adverse event was that the superior vena cava isolation was a possible cause. The intervention provided was pacemaker implantation was performed. The outcome of the adverse event was improved. The patient has been discharged from the hospital after the pacemaker implantation. The procedural act was 350 seconds. One transseptal puncture site was performed during the procedure. The number of performed pfa ablations were 35 ablations, 24 performed within the pulmonary veins, and 11 outside the pulmonary veins at the svc.

Manufacturer narrative:
Additional information was received on 27-jul-2025. No abnormalities were found on the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. The investigation was completed on 21-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31536641l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).